Event description:
It was reported by a sales representative (sr) that an error was received upon boot-up of the programmer. The sr cycled power and still received the error. The sr used a different programmer to complete their tasks. The sr called technical support (ts) and turned the programmer on to get the error, but the error did not occur again. Ts recommended that the sr order the 2090 service disk and run that on the programmer if the error occurs again. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).